Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low signal r-wave amplitude measurements and undersensing that resulted in the smartpass feature becoming disabled. Subsequently, t-wave oversensing was observed and resulted in storage of an untreated episode. More recently, the device and electrode exhibited noise and oversensing that resulted in delivery of an inappropriate shock. Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.